Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284vrc ICD. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to noise, elevated short interval counts (sic), and oversensing on both near-field and far-field electrograms. The clinic will continue to monitor the right ventricular (rv) lead. No patient complications have been reported as a result of this event.